Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor rear response button was non-functional. The cause for the failure was a defective rear response button. Correction: monitor was repaired and refurbished. The root cause for the defective response button could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.